Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: the devices were implanted in (B)(6) 2007, making the in-vivo time approx 5 years and 3 months. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherences to rehabilitation protocol is unk. With the info provided, a root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It was reported that the pt's hip implant is loose and that he has high levels of cobalt in his blood. A revision was reported as scheduled for (B)(6) 2012.